Event description:
During an ischemic ventricular tachycardia procedure, it was reported the patient coded. The patient had a history of low ejection fraction. A ventricular map was created using pentaray and navistar catheters. When pace mapping was performed the patient went into ventricular tachycardia. Attempts to pace terminate the ventricular tachycardia were not successful. Attempts to cardiovert were also not successful. The ventricular tachycardia eventually went to pulseless electrical activity. Customer stated a full code was performed and the patient was stabilized. The patient was stable and was under observation. Multiple attempts have been made to request for additional information regarding this event, however, no additional information was available at this time.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. Carto 3 system: model #: m-4800-01, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Cool flow pump: model #: m-5491-01, serial #: (B)(4). Ez steer thermocool sf nav: model #: d-1317-04-s, serial #: unk. This event was also reported under this product (B)(4).